Event description:
Clinic notes for the vns patient dated on (B)(6) 2011 indicated that the patient had one slight seizure episode, and the vns settings were then adjusted. Clinic notes dated on (B)(6) 2011 indicated that the patient had some minor episodes that were resolved by using the magnet. Review of previous and subsequent clinic notes for the patient indicated that any seizure activity was not usual for this patient.

Manufacturer narrative:
.

Event description:
Additional information was received stating that the vns patient¿s increase in seizures were due to a lung infection and not related to vns.